Manufacturer narrative:
The pump passed the seat/rewind, displacement and occlusion tests. No insulin flow blocked alarm was noted. The sleep current tested within specification range. No unexpected replace battery now alarms were noted. No cosmetic damage was noted on the pump assembly.

Event description:
It was reported that insulin pump excessively showed empty battery when battery was changed and empty reservoir when in fact reservoir was full. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.